Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was not detected on bus. The field service engineer reseated the pyxibus cable, drawer board components and row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the device was not detected on bus. The customer reported that the main drawer 2.2 and auxiliary drawer 5.1 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.